Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure the device would not open. Another device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.